Manufacturer narrative:
Reported event of clip failed to release. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
A visual evaluation of the returned unit found the device half deployed. The clip assembly was not returned. The yoke was still attached to the control wire when actuated and deployed. Based on the condition of the returned device, the reported failure could not be confirmed. There is not enough information to understand what caused these failures. Therefore, review and analysis of all the available information indicated that the most probable root cause is undeterminable. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy and caused a tissue tear upon removing the clip. A different device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as "there was no harm to him."

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however the clip would not release from the catheter to deploy and caused a tissue tear upon removing the clip. A different device was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported as "there was no harm to him."